Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. One 3cg stylet was returned for investigation. The stylet was received within the t-lock extension set. A break in the polyimide tubing was observed between the 1st and 2nd magnets closest to the conductive epoxy; however, the core wire was intact, which kept the distal tip attached to the stylet. A kink in the core wire coincided with the break in the polyimide tubing. The wall thickness of the polyimide tubing was within specification. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of reet3096 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported failed attempt on PICC placement as the 3cg wire was found bent/broken at the distal tip. No other information was provided. On (B)(6) 2020-- device returned for evaluation was found kinked.